Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 375cc smooth mentor memorygel breast implant experienced right-sided grade iii capsular contracture postoperatively. Capsular contracture was confirmed by a physician. As a result, the patient is scheduled to undergo unilateral explantation on (B)(6) 2021.

Manufacturer narrative:
Mentor received additional event information that the patient underwent explantation and replacement with 275cc smooth mentor memorygel breast implant, catalog # 3507275mc, right lot-serial # (B)(6) on (B)(6) 2021. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).